Event description:
During the atrial fibrillation procedure with pulsed field ablation, air aspirated from the sheath. After the non-abbott catheter (farapulse) was inserted into the sheath, when aspirating, air bubbles were being withdrawn into the syringe. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The proximal end of the introducer handle was not raised above the level of the insertion site/heart level and the introducer slowly aspirated prior to connecting continuous saline when it should be raised according to the IFU.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The cause of the slit tear remains unknown. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.